Manufacturer narrative:
(B)(4). The increased intra-peritoneal volume (iipv) was confirmed based on reported drain volumes. Device and service history reviews revealed that no issues were identified that may have contributed to the reported problem. Per the iipv call script, a cause was undetermined. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4).the hc device was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.

Event description:
During a follow-up with the nurse to obtain the largest prescribed fill volume (lpfv) for a drain volume of 3233ml that was reported during a call regarding a low uf alarm that appeared in the homechoice (hc) display during final drain. The lpfv was reported be 2000ml. Per nurse, the hp did not have any injury or harm related to the drain volume of 3233ml. The nurse stated that the hp is doing fine and continuing therapy on the hc cycler. No patient injury or medical intervention was indicated. No further information was provided. The drain volume of 3233ml is greater than 160% of the lpfv of 2000ml. Therefore, this is an increased intra-peritoneal volume (iipv) event.